Event description:
It was reported that a spectrum pump failed a downstream occlusion test during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, "failed downstream occlusion test" was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration force sensor. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.